Event description:
One patient with discrepant sodium results. Initial result gave 126 mmol/l; same sample repeated twice, gave 136 & 135 mmol/l respectively. No erroneous results reported. The field service representative was unable to verify the exact cause of the discrepancy, however he found the reference electrode exhibited internal leakage and excessive micro bubbles were observed in the sample when entering the electrode block. The reference electrode and ise tubing were replaced.